Event description:
Unable to perform initial sensing test. Upon checking with a tester, it was determined there was a break in the wire.

Manufacturer narrative:
The actual device in the incident was returned to the MFR for eval. Visual inspection of the returned unit indicates that the unit was not used in vivo. The unit did not pass proximal continuity testing. Microscopic examination of the unit indicates that the unit was not correctly soldered to the electrode. Microscopic inspection shows minimal surface solder, not enough to maintain continuity after manipulation.